Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2014 due to acetabular and poly wear. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1992; PMA/510(k) number/ manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The liner was removed and replaced.